Event description:
Treatment of an avm. During catheterization, it was reported that the guidewire and marathon catheter did not move into intravasculature. The physician removed both devices and observed the guidewire was cut at the distal tip and the marathon catheter had a kink at 10 cm from the distal tip. No pt injury reported.

Manufacturer narrative:
The catheter and guidewire have been evaluated. The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred, due to tensile overload. In addition, the eval showed the catheter lumen was punctured at approximately 14cm from the distal tip by one of the segments of the guidewire.